Manufacturer narrative:
Product analysis the device was returned with the device dismantled. The handle and handle mechanism were not returned and there are multiple kinks along the shaft no functional testing can be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was implanting an everflex entrust for the treatment of a 300mm calcified lesion with chronic total occlusion in the rig ht superficial femoral artery. The artery diameter was 5mm with moderate tortuosity and severe calcification. The device was prepped as per the IFU with no issues identified. A 6fr sheath and a glide wire 0.035 stiff angled exchange length 260 was used. The thumbs crew lock-pin was checked for securement. Removal of red locking mechanism occurred after placement had been selected and deployment was to be attempted. The lesion was not pre-dilated and the device did not pass through a previously deployed stent. The stent part ially deployed and manual  deployment workaround for partial stent deployment was attempted per instruction. The cable was not able to be located as it is believed to have broken inside delivery sheath. The cable detached the stent had to be manually pulled out and the stent released as it was being pulled and the stent elongated until releasing itself. Sfa was then post dilated. The physician had to post dilate the stent as the inner diameter became much smaller as it elongated.